Event description:
Experienced multiple system occlusion alarms at the start of elutriation and plasma phases of the extracorporeal photophoresis (ecp) treatment using the xts instrument. The serial number was (B)(6) and the kit lot number was z738. Trouble-shooting included: multiple saline boluses, powering instrument off and on, increased anticoagulant ration to eight to one in cycle one (after three such alarms). No clots were visible in the kit during ecp or after unloading the kit post ecp. Conferred with therakos tech support; decreased the number of cycles from the five planned to three in order to avoid an inability to complete the ecp if we were unable to clear the alarms. We were able to complete the ecp. The pt received the treatment, but with fewer cycles than calculations indicated. The kit was saved for biomed and therakos evlauation. The pt was unharmed and tolerated ecp well.